Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and it noted the presence of "improper shutdown!" In the log. However, the "improper shutdown" message appears when all power is disconnected from the pump, and it cannot distinguish if the pump powered off on its own or if a user was involved. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to all product specifications related to the reported event. The "pump powers off on its own" was not verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.